Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a moderately calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, as the device was inserted over a guide wire, resistance was felt. The device was removed over a guide wire and an 8-french hemostasis sheath was inserted into the vessel. When the activated clotting time was at a desirable level, the hemostasis sheath was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The right common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance encountered as the device was inserted over a guide wire was not confirmed as during device analysis a proxy 0.038-inch guide wire was backloaded and frontloaded successfully indicating guide wire patency was acceptable. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.